Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Contact reported reading on-line that the cartridge was leaking after hitting the 'sweet spot'. No additional information was known or reported.